Manufacturer narrative:
The lot number was provided for this malfunction; therefore, a lot history review is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fem10100 fluency plus endovascular stent graft allegedly experienced partial deployment. This information was received from one source. Of the one partial deployment malfunction, one patient was involved with no patient consequence or impact. Patient's age, weight, and gender was not provided.

Manufacturer narrative:
H10. For the reported 'malfunction', lot number was provided. The sample was returned for evaluation. Partially deployed was confirmed for the device. A root cause has not been determined. The device was labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fem10100 fluency plus endovascular stent graft allegedly experienced partial deployment. This information was received from one source. Of the one partial deployment malfunction, one patient was involved with no patient consequence or impact. Patient's age, weight, and gender was not provided.